Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results indicate patient factors may have caused or contributed to this event. Per report the patient has a history of hypertension, dyslipidemia, and congestive heart failure. Patients with these conditions are known to have an increased risk of developing structural valve deterioration. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by the field clinical specialist that approximately 9 years and 3 months post transfemoral tavr with a 26mm sapien 3 valve the valve failed due to stenosis, regurgitation, and calcification. The patient presented with heart failure and fatigue. The degree of regurgitation was severe. There was a mean gradient of 11 mmhg and a peak gradient of 22 mmhg. The leaflets were calcified with restricted mobility. This was causing the mild stenosis and moderate/severe regurgitation. A valve in valve was performed using a 26 mm sapien 3 ultra resilia valve. The valve was implanted successfully, and the patient is in stable condition.